Event description:
The pt stated that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. She stated that she left the "cartridge protective cap" on after inserting the cartridge and while trying to pull it out spilled insulin into the cartridge compartment. The pt dried out the compartment. During troubleshooting with a company rep, proper removal of the insulin cartridge from the compartment was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.